Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act diff 2 analyzer intermittently generated erratic results on several parameters. The erroneous results were not reported out of the laboratory. The customer provided results for only one patient. The provided data show low rbc(red blood cell) , hgb (hemoglobin), hct (hematocrit), plt (platelet) results and high mcv (mean cell volume) results. Instrument generated a flag for the first run but not for the second run. Re-draw sample from the patient was also run on reference instrument and the results were considered correct. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The suspect sample was drawn via finger-stick and run right after collection in ovwb (open vial whole blood) mode. The sample tested on the reference instrument was obtained via venous collection. Controls were run before the reported event and were within the range. Controls were not run after the event. The instrument is currently performing within qc specifications. On (B)(4) 2011, bec field service engineer (fse) visited the account but could not duplicate the reported issue. While on site, the fse replaced the wbc and rbc apertures, vacuum chamber, and check valves. The fse also performed additional service remediation. Based on information provided, the root cause cannot be determined.